Manufacturer narrative:
Updated data: a4. B1. B5. D9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve failed due to stenosis. In result, the patient experienced worsening shortness of breath and intermittent chest pain.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the device was received withing a specimen jar, fully submerged in unidentified solution. The valve exhibited noticeable ellipticity. Leaflets 1 and 2 were observed in a partially open position, while leaflet 3 was observed in a closed position. Leaflet 1: glistening, thick, off-white adherent pannus lined the base of the outflow margin of attachment, extending to commissures 3-1 and 1-2 and approximately 1-2.5 mm onto the leaflet surface. Nodules of calcific deposits were observed on the belly region adjacent to commissure 1-2. From the inflow, the leaflet demonstrated overall calcification extending from the margin of attachment toward the belly region. Leaflet 2 exhibited overall calcification extending from the margin of attachment toward the free edge on both the inflow and outflow surfaces. Two large leaflet tears were observed extending along the margin of attachment within regions of extensive nodular calcific deposits. From the inflow, a leaflet tear was observed adjacent to the nadir within an area of prominent nodular calcific deposits. Glistening, thick, off-white adherent pannus lined the base of the outflow margin of attachment, extending to commissures 3-1 and approximately 1-2.5 mm onto the leaflet surface. The leaflet surface exhibited irregular, nodular calcific deposits resulting in localized thickening of the leaflet tissue. A large leaflet tear with irregular margins was observed along the margin of attachment. From the inflow, the mid-belly region exhibited calcific deposits with adjacent surface irregularities, with additional calcific deposits at the inferior coaptive area. All commissures were encapsulated by pannus growth. Large leaflet tears were observed distal to commissures 1-2 and 2-3, extending into the adjacent commissural regions. No visible suture damage was observed. The frame exhibited noticeable ellipticity on the outflow and inflow aspects. Pannus overgrowth adhered to the outer lumen of the frame, extending to the margins of attachment and commissures. Pannus growth adhered to the circumference of the outflow frame. A thick layer of glistening pannus adhered to the inflow crowns, lining the inner lumen and extending to the inflow margins of attachments. Additional calcific deposits were noted on the outer aspect of the frame and inflow crown. Radiographic imaging confirmed calcification on all leaflets and commissural regions, with additional calcification revealed at the valve skirt. No stent fractures were identified. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5 years and 10 months following the implant of a transcatheter aortic valve, the device was explanted due to an unspecified valve failure.